Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted, that the patient line had a cut and punctures in the tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Weight: (B)(6) kilograms. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a cut on the patient line of an integrated apd set w/cassette which resulted in a leak. This occurred right away during first initial drain of automated peritoneal dialysis (apd) therapy. The issue was further described as "machine running then fluid all over the floor". It was reported, the patient put knots in the tubing to keep any more fluid from draining onto the floor. There was no patient injury or medical intervention associated with this event. No additional information is available.